Manufacturer narrative:
Section d4, suspect medical device fields: model number, catalog number, unique identifier number updated. No product was returned for investigation. The cause of the event could not be determined.

Manufacturer narrative:
The meter was requested for investigation. Initial reporter occupation is lay user/patient.

Event description:
We received an allegation of a display issue with coaguchek xs meter serial number (B)(4). The reporter stated when the meter is turned on there were missing segments and parts of the display were "blotchy." Upon completion of a display check the reporter stated the display was partially lit up and there were segments missing from the results field.